Event description:
It was reported that a 60 in ultra minibore extension set experienced component separation and leakage during use. The following was reported by the initial reporter: "it was reported that the center part of the tube broke off in the hub. This resulted in the tube leaking when disconnected. Verbatim: the center part of the tubing broke off in the hub of the septi-fuse, and when disconnected the ivf continually dripped out of the tubing"

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 11/5/2020. H.6. Investigation: the customer reported that the center part of the tube broke off in the hub and returned the affected sample. The post of the male luer was broken off and the complaint is verified. The luer was observed under the microscope but the root cause could not be determined. A device history record review could not be performed on model me2017 because a lot number was not provided by the customer. H3 other text : see h.10

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident, and without this information, we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a 60 in ultra mini-bore extension set experienced component separation, and leakage during use. The following was reported by the initial reporter: "it was reported that the center part of the tube broke off in the hub. This resulted in the tube leaking when disconnected. Verbatim: the center part of the tubing broke off in the hub of the septi-fuse, and when disconnected the ivf continually dripped out of the tubing."